Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-2453. The pt received two leads from the same lot as part of her scs system. It was reported the pt had a fall in late 2012 and subsequently experienced a loss in adequate stimulation coverage. The sjm representative met with the pt for reprogramming. However, diagnostic testing could not be performed as the ipg was not functional and unable to communicate with external devices. The pt reported she had not charged her ipg since (B)(6) 2012. It was also reported the ipg appeared to have flipped in the pocket. Follow-up identified the pt's ipg and leads were explanted and replaced on (B)(6) 2013. The physician replaced the leads with a different model paddle lead. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.